Event description:
A report was received that several contacts of the patient's leads showed high impedances. The physician reviewed the x-ray and believed that it showed lead fracture. The patient was known to have had a nondevice related fall and have done some activities/movements that might relate to the event. The patient will undergo a lead revision.

Manufacturer narrative:
Additional information was received that no further course of action will be taken. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2366-50, serial/lot #: (B)(4), description: linear 3-6 lead, 50cm.

Event description:
A report was received that several contacts of the patient's leads showed high impedances. The physician reviewed the x-ray and believed that it showed lead fracture. The patient was known to have had a nondevice related fall and have done some activities/movements that might relate to the event. The patient will undergo a lead revision.